Event description:
It was reported that the patients coronary sinus had torn as a result of implanting a left ventricular lead. The patient was stable and no actions were taken. The patient was discharged the following day.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.patient was stable, no intervention was reported.